Event description:
The product was used during a lower pelvic gynecologic surgery. It was reported that the pt postprocedure has experienced lower pelvic pain, almost like it is on my bladder. I would like to know what... Is doing to help pts who have these symptoms after surgery where intergel has been used?" The consequence to the pt is unknown. Attempts to get additional information have been unsuccessful. Updated: additional information provided in 2003 noted that the pt's physician stated "that after a laproscopic bilateral salpingo-oophorectomy after which intergel was used, the pt developed a large abdominal wall hematoma." The pt's physician "feels that the pt's symptoms were the result of the hematoma and not likely associated with the intergel." In litigation, additional information provided in 2005 noted that in 2003, the pt underwent abdominal surgery and synecare intergel was spread througout their abdomen. The complaint alleges that, shortly following the pt's surgery, "they developed extreme pain, swelling and other serious injuries." The complaint also alleges that the pt" has suffered and will continue to suffer bodily injury and resulting pain and suffering, disability, scarring and disfigurement, mental anguish, loss of capacity for enjoyment of life.... And an impaired ability to bear children.